Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results of the er320 device found that it was received with the jaws yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed three scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was obtained: when the device was received, the sales rep fired the device for functionality and scissoring occurred.

Event description:
It was reported that during a laparoscopic gastrectomy, scissoring occurred and some clips were fed into the jaws sideways though the device functioned as intended until the fifth firing. The device was used on the blood vessel. There was a possibility that the jaws were distorted. Another device was used to complete the case. There were no adverse consequences to the patient.